Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Were there any patient consequences? Unknown. 2. Initial reported mention "during procedure it happened many times" please clarify. - please clarify how many devices was used on this single procedure ¿ 3 device. - if there are multiple events, ask: not multiple. - provide the specific number of patient events: - did the event occur during one or multiple patient procedures? One. - what is the total number of procedures? 1. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During the procedure, while taking the bite during anastomosis suture is tearing from swage point or sometimes thread was getting separated. No adverse patient consequences were reported. Additional information was requested.